Manufacturer narrative:
This product is not marketed in the USA. No 510 (k) and no PMA exist for it. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. Retained samples of the concerned lot number: 230628-4018 have been inspected visually and tested for the adhesion. All tested electrodes were within limits, no failure could be detected. We will provide further information, investigation results and any conclusion in a follow up report.

Event description:
On december 19th, 2024, we have been informed about a malfunction with a defibrillation electrode set at an unknown user site in norway. Gs defibrillation electrodes catalogue number: 05120.5 corpatch easy pre-connect (model: df53nc) and a gs corpuls defibrillator had been used. The initial report was stating that "during a patient's cardiac arrest, the electrodes do not stay in place for long after they been placed on the patient. This is after they have shaved the patients chest, the electordes still fall off. The patients skin was dry and warm. A total of three defibrillation electrodes were used, and there were no more electrodes available in the ambulance." We have requested further information on the incident, the patient outcome and the concerned and involved customer sample. No further details have been disclosed so far.

Manufacturer narrative:
This product is not marketed in the USA. No 510 (k) and no PMA exist for it. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. Retained samples of the concerned lot number 230628-4018 have been inspected visually and tested for the adhesion. All tested electrodes were within limits, no failure could be detected. We have requested for further information, a filled in questionnaire the involved sample, samples from the same lot number stored by the customer but have been informed on january 21st, 2025 [translated from german to english language]: "unfortunately, we are not getting any further information from the customer, and the form was not made available to us either." Later on we were informed on january 27th, 2025: "I have asked for information a few more times in the meantime, but nothing more seems to have come." No conclusion can be drawn what might have caused the claimed failure. We therefore consider the investigation and the report closed.

Event description:
On (B)(6) 2024, we have been informed about a malfunction with a defibrillation electrode set at an unknown user site in (B)(6). Gs defibrillation electrodes catalogue number 05120.5 corpatch easy pre-connect (model df53nc) and a gs corpuls defibrillator had been used. The initial report was stating that "during a patient's cardiac arrest, the electrodes do not stay in place for long after they been placed on the patient. This is after they have shaved the patients chest, the electordes still fall off. The patients skin was dry and warm. A total of three defibrillation electrodes were used, and there were no more electrodes available in the ambulance" we have requested further information on the incident, the patient outcome and the concerned and involved customer sample. No further details have been disclosed.